Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited noise resulting in mode switch episodes. The noise could be reproduced with isometrics. The device was reprogrammed. No patient symptoms were reported.